Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that "consumer used two pen needles which both had broken off after she removed the needle from injection site" this occurred with a bd ultra-fine pen needle. It was reported that no fragments of the broken needle remained in the patient. No serious injury or medical intervention was reported.

Manufacturer narrative:
A complaint history check was performed and this is the 1st related complaint for needle breaks off during use on lot # 7276776. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that "consumer used two pen needles which both had broken off after she removed the needle from injection site" this occurred with a bd ultra-fine¿ pen needle. It was reported that no fragments of the broken needle remained in the patient. No serious injury or medical intervention was reported.

Event description:
It was reported that "consumer used two pen needles which both had broken off after she removed the needle from injection site" this occurred with a bd ultra-fine pen needle. It was reported that no fragments of the broken needle remained in the patient. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.